Event description:
During a cardiomems implant procedure the patient experienced hemoptysis. The physician believes the guidewire was advanced too far when the swan-ganz catheter was introduced into the patient. The patient's head was elevated and the hemoptysis resolved without further intervention. A CT-angiogram was captured and revealed an arterial hemorrhage. The patient was kept overnight for observation and was discharged the following day.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.